Manufacturer narrative:
The local area field representative was contacted for additional information. The lead was reprogrammed to unipolar pace and bipolar sensing. (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3,000 ohms. The lead was tested in bipolar configuration which yielded high pacing impedance measurements. Programming the lead safety switch feature to off was considered to maintain bipolar configuration. Technical services (ts) also discussed the option of splitting the configuration to unipolar pace and bipolar sensing. It was noted the patient paces less than one percent in both chambers. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. The lead was reprogrammed to unipolar pace and bipolar sensing. Patient code 3191 captures the lead configuration reprogramming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3,000 ohms. The lead was tested in bipolar configuration which yielded high pacing impedance measurements. Programming the lead safety switch feature to off was considered to maintain bipolar configuration. Technical services (ts) also discussed the option of splitting the configuration to unipolar pace and bipolar sensing. It was noted the patient paces less than one percent in both chambers. No adverse patient effects were reported. Additional information was received indicating this lead was explanted and replaced. No additional adverse patient effects were reported.